Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when attempting to enter a blood glucose (bg) value of 189 (mg/dl) onto the bolus screen, the customer alleged that the pump did not allow the customer to enter the third value ("9") of the bg value. At the time of the reported event, the customer successfully entered the bg value into the bolus screen with tandem technical support, and successfully delivered a bolus. Tandem technical support inquired if the customer had selected on units instead of the "add bg" options; however, the customer declined to confirm the details of the reported event.